Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'system error 322. ' was reproduced. A review of the event history log (ehl) revealed occurrences of system error 322 messages. The reported condition was verified. The cause of the condition was determined to be led for lower ink switch lit for door open when the door is closed. The link and link switch will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.